Event description:
It was reported that after 120 hours of use a pt complained of stifling on a servo 300 ventilator with the device. Investigation by the facility's medical engineer revealed resistance of expiration. No pt sequelae were reported.